Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose was 191mg/dl. Comparison was within 10 minutes and only one reading was documented and difference was greater than 20%. Pt did not experience any adverse events. No further info has been reported.